Event description:
Information was received that medical leakage occurred with a smiths medical portex combined spinal epidural csecure tray.

Manufacturer narrative:
One spinal epidural minipack was returned for evaluation. Visual inspection of the mp960 component was visually inspected, and no discrepencies were noted. The cp1690 component which was returned could not be tested following visual inspection, as the item was found to be broken. The reported complaint was unable to be confirmed, as well as the problem source.